Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had partial display screen. The blood glucose was 107 mg/dl at the time of the incident. Customer called and stated that his pumps screen was green in color and he can not see any of his icons on it, states he cant navigate either. Troubleshooting steps were guided for partial display screen. Customer stated that, the display did not return to normal. Customer advised to replace the insulin pump and revert to back up plan. The insulin pump will be and sensor will be returned for analysis.

Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Pump received with cracked reservoir tube lip and minor scratches on display window noted.